Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 500cc mentor memorygel breast implants, suffered right breast implant rupture, post-operatively. As a result, the patient underwent bilateral removal and replacement with two unspecified implants on (B)(6) 2020.

Manufacturer narrative:
On june 3, 2020, mentor became aware that when the suspect medical device was explanted, it was found to be not ruptured. Mentor also became aware that the suspect medical device was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).